Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by (B)(4) indicated that the reservoir had air bubbles. Customer stated that the approximate size of air bubbles was big bubbles. Customer experienced hyperglycemia with blood glucose value 350 mg/dl. Customers current blood glucose value was 240 mg/dl. Customer experienced symptoms such as nausea and headache due to high blood glucose. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.